Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding assistance bypassing which occurred on the homechoice (hc) during initial drain. The care giver (cg) was inquiring about the bypass initial drain procedure. The cg then stated that she had disconnected the heater bag and then reconnected it. The baxter technical services representative (tsr) explained that the setup was compromised and advised the cg to start over with new supplies. The cg then disconnected the call before the tsr could assist in ending therapy. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that she did not know about this event, but would make sure that the patient's primary nurse was aware of it. She stated that the patient's therapy has been going well since, and that the nurse had seen the patient that morning. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.